Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: patient was implanted with lcp medial distal tibial plate and screw construct on an unspecified date. Patient was returned to the or on an unspecified date for a planned removal of the hardware. During the removal, it was reported two screw heads broke off despite using a torque limiter in accordance to the specifications. Reportedly the plate and screws were not removed and the two screws were discarded of. No consequence to the patient was reported. It is unknown which screws are broken. This report is for an unknown screw. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.